Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fkzk, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the time before the patient could not feel anything and they put the device up to 3.5v and stopped there. A day or 2 later they adjusted it down and it worked perfectly. It was noted that the patient had been traveling and riding a lot and playing with their grandkids. The patient had a loss of therapeutic effect and they had been leaking for 2 days.